Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported pain, swelling, general weakness, capsulitis, rupture and a capsular contracture baker grade l. This relates to the left side. Device has been explanted.

Event description:
Health care professional reported, pain, swelling, general weakness, capsulitis, rupture. And a capsular contracture, baker grade I. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe. Malaise: unable to observe. Inflammation/irritation: unable to observe. Edema: unable to observe. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.